Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, patient underwent a tfna procedure. It was noted that after putting in the lag screw, the surgeon put down the set screw with the flexible screw driver until it was very tight in order to statically lock the lag screw. He advised him to use the torque limiting driver to ensure the set screw was adequately tightened. Because of the patient's anatomy, he was unable to insert the torque screw driver. Procedure was completed successfully without any delay. Concomitant device reported: unk - screwdrivers(part#unknown; lot# unknown; quality:1). Unk - nail head elem: tfna lag screw(part#unknown; lot# unknown; quality:unk). This report is for one (1) 11mm/125 deg ti cann tfna 380mm/left - sterile. This is report 1 of 1 for complaint (B)(4).